Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system for leg pain. It was reported the pt is experiencing stimulation in the abdomen and vagina area. The physician suspects the discomfort is caused by dorsal root stimulation after numerous attempted to implant the lead. At the directive of the physician, the pt has temporarily caused use of the scs system. This situation will continue to be monitored.